Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fatigue patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. During lead revision, the lead appeared to be dislodged. The lead was capped and replaced. The patient was in stable condition post operation.